Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The following report is only based on the history log files, because the device, which was involved in the incident wasn't sent back for an investigation. The data of the complained pump was perfusor space (article no. 8713030) with serial no. (B)(6). Following statement was created: on the (B)(6) 2026 a syringe change was performed on the pump at 03:09pm. The syringe terumo 10ml was selected with a remaining volume of approximately 4.17ml. The therapy started with a flow rate of 0.10ml/h at 03:09pm. On the (B)(6) 2026 the infusion stopped at 05:56am. The standby mode was activated for ten minutes. From start until this moment in total 1.49ml were infused at 06:07am the syringe was purged two times. The therapy started again at 06:09am. At 08:37am the therapy was stopped. In total 1.74ml were infused during therapy. At 06:07am the syringe was purged two times. This could be the reason for the missing 2ml in the syringe. The defect could not be confirmed according to the analysis of the device history. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k191910.

Event description:
According to the event description: on (B)(6) 2026, 0753hr during handover, morning shift checked, remaining fentanyl volume was noted to be 0.6ml. Based on infusion rate (0.1ml/hr), expected remaining volume should be approximately 2.5mls. Between 0535hr to 0753hrs, no additional medications were purged. 2.1 ml of fentanyl was given instead of the intended 0.2 ml.